Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Conclusions: based on the complaint history, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens model. (B)(4).

Manufacturer narrative:
Results: a visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens into the patient's eye. The lens was removed because the physician changed his mind and decided to implant a different lens model. There was no patient injury. No problem with the iol. Physicians preference.